Event description:
It was reported that a red alert was received, indicating that this implantable device had declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Upon further investigation, this event was determined to be a duplicate to a previously submitted boston scientific MDR report number 2124215-2026-11475. Please consult 2124215-2026-11475 and any subsequent follow-up reports for further details regarding the event resolution and the device analysis.

Event description:
It was reported that a red alert was received, indicating that this implantable device had declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Information has been requested regarding the specific device and event resolution details, and will be provided, once available. At this time, this device remains implanted and no adverse patient effects were reported.